Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replacement of the defective mainboard.

Event description:
The following was reported to hamilton medical ag: summary: tf 232035 and self test failed.